Manufacturer narrative:
Section d5: correction. Section h4: correction. Manufacturer's investigation conclusion: the report of a tear in the outer silicone jacket of the driveline was confirmed based on an onsite evaluation by a technical services representative as well as submitted photos. Evaluation of the photos revealed a tear to the distal end bend relief, adjacent to the controller connector. A root cause could not be conclusively determined through this evaluation. Technical services performed a clamshell repair on 4dec2019. There were no alarms associated with this event and the patient was not reported to be symptomatic. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a cosmetic tear in silastic of drive line proximal to controller. Clamshell repair performed by clinical consultant on (B)(6) 2019 in clinic using clamshell kit. Patient has had no alarms and is doing well. No further or additional information was provided.